Manufacturer narrative:
Image review: intra procedural fluoroscopic images were provided for review. The patient¿s executive summary was not provided for anatomical review. There was evidence that a percutaneous coronary intervention was performed prior to the valve implant. Fluoroscopic valve load inspection was performed and a misload was present by overlap to node 4. The misload was not identified by the implant team. A pre balloon aortic valvuloplasty (bav) was performed prior to the valve implant, confirmed by the provided images. The provided images showed that the misloaded valve was attempted to be deployed, resulting in an infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. A new valve was loaded, and evidence provided confirmed a good load and the replacement valve was deployed successfully. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b.5 and imf code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay occurred as a result of the infold.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0011939304); product type: compression loading system (cls) implant date; explant date product ID deliv sys d-evolutfx-34 (lot: 0011834599); product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded by an experienced medtronic field rep. On review of the fluorscopic valve load check, an infold was noted to node 3. The patient had a native bicuspid valve and a pre implant dilation was performed using a 23 mm balloon. On the deployment, the valve infolded. The team could see a line when deployed to 80%. The valve was checked in other views and the infold was confirmed. The valve was recaptured before withdrawing to limit the number of sheath transfers. The patient remained stable. The valve and delivery catheter system (dcs) were replaced. The replacement load was performed. The procedure was completed successfully with a peak to peak gradient of 0.7 mmhg. The physician stated that this has been an issue with the fx model. If any infolding is noted in the capsule, the valve has ended with an infold. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.